Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed the vessel was sufficiently sized for the procedure with no notable calcification or tortuosity present. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the inability to advance the delivery system with valve through the esheath+ and esheath+ liner punctured were unable to be confirmed. A review of the IFU/training manual showed no deficiencies. No manufacturing/device non-conformance was identified during the investigation. It was reported that "the commander delivery system with valve encountered resistance during insertion through the 16fr esheath+. Resistance was encountered at the sheath shaft/fully expandable portion of the esheath+. Eventually the system exited the seam of the 16fr esheath+ at this area and was outside the body." In addition, it was reported that "the first 16r esheath+ appeared to have been angled too much outside the body." With the placement in the carotid artery, it is likely that there was instability with the portion of the esheath+ that remained outside of the patient after insertion. With angulation/instability of the esheath+ during delivery system insertion, it is likely that the systems were non-coaxial, and resistance was experienced. With additional push force to overcome the resistance, it is likely the delivery system with crimped valve damaged the liner resulting in the alleged liner puncture. As such, the available information suggests sheath instability/angulation and/or procedural factors (high push force) contributed to the events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during the transcarotid transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, the commander delivery system with valve encountered resistance during insertion through the 16fr esheath+. Resistance was encountered at the sheath shaft/fully expandable portion of the esheath+. Eventually, the system exited the seam of the 16fr esheath+ at this area and was outside the body. The system was withdrawn as a single unit. There were no damages observed on the delivery system and valve. A new sheath, delivery system and valve were prepped. There were no issues during the second implant attempt and the second valve was implanted successfully. There was no patient injury. It was noted that the first 16fr esheath+ appeared to have been angled too much outside the body.

Manufacturer narrative:
The investigation is ongoing.